Manufacturer narrative:
The reported lot# of y3d22h2 did not match with the reported catalog# of 366594. Therefore the expiry and manufacture dates are unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with expiry date is not easily visible.

Manufacturer narrative:
Investigation: investigation summary: bd had not received a sample label or photos from the customer facility for evaluation; therefore, the investigation was limited. A shelf box (sample) was selected from inventory for evaluation and no issues were observed relating to an unreadable label. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain shelf box (sample), the customer¿s indicated failure mode for an unreadable label with the incident lot was not observed as the shelf box (sample) met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The shelf box (sample) was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with expiry date is not easily visible.